Event description:
Reporter indicated that in 2001, pt was seen in emergency room due to shoulder discomfort. The area was swollen and puffy. A needle was inserted and pus was withdrawn. Culture positive for staph aureus. Pt was treated with IV antibiotics and discharged with oral antibotics. The following month, the wound opened up and "vns" generator was visible through the opening of the wound. Device was explanted the next month. Physician indicated that pt has completely recovered.